Event description:
It was reported that a stent dislodgement and migration occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery (rca). The lesion was pre-dilated with a non-bsc balloon catheter. A 2.50x38mm promus element plus stent was used to treat the lesion but the stent dislodged from the delivery system and migrated. The stent was removed using a snare wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was received in two sections as a result of a break in the distal extrusion. The break was located at 12.8cm proximal from the tip. An examination of the distal section found that the proximal edge of the crimped stent was bunched up. As a result of this bunching the proximal edge of the bunched stent was positioned at 9mm distal to the distal edge of the proximal markerband. The distal end of the stent was positioned in its correct location. An examination of the break site did not find any evidence of any severe stretching. Also received with this device was the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that a stent dislodgement and migration occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous mid right coronary artery (rca). The lesion was pre-dilated with a non-bsc balloon catheter. A 2.50x38mm promus element plus stent was used to treat the lesion but the stent dislodged from the delivery system and migrated. The stent was removed using a snare wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.